Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five while the home patient was connected. The home patient noticed the unused supply line remaining has no bag the clamp is open and cap is taken off. The technical service representative advised the home patient to setup with new supplies or perform manual peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A supply line without a clamp and no cap on a is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.